Event description:
Pt admitted to hosp for removal and replacement of right atrial lead secondary to very high thresholds which changed as well as very small p waves. Right atrial lead had a threshold of about 4 volts at 0.5 milliseconds. P waves were about 1.5 millivolts. The atrial lead was upwards towards the superior vena cava and did not appear to be within the right atrium. An attempt was made to reposition the lead, however, there was no traction for this lead and therefore it was removed. It was a model 5568 lead.